Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The issue was due to a faulty hand piece. In addition, there was a big dent on the irrigation port. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus that the blade did not move on the diego trigger enabled handpiece. No patient harm was reported.

Manufacturer narrative:
This is a supplemental report to correct the initial MDR. Upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.